Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that customer experienced a constant beep on insulin pump even though insulin pump is on vibrate. It was reported that beep sounded like a smoke alarm and customer was not sure why. Insulin pump failed tone test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The insulin pump was programmed with correct time and date, monitored with basal rate for 3 days and no unexpected audio, beeps or vibration anomalies were noted. However, the insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.